Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose result was 383 mg/dl (this was the only result provided in the reported issue notes). Tests were done < 10 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.